Event description:
Broken screws post op in versanail tibial nail.

Manufacturer narrative:
This complaint still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.